Event description:
It was reported that during attempted implant the helix would not extend. Therefore the lead was removed and the physician tried to extend the helix, however without success until on the second attempt. It was also reported that there was damage to the electrode following removal of the lead. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during attempted implant the helix would not extend. Therefore, the lead was removed and the physician tried to extend the helix, however, without success until on the second attempt. It was also reported that there was damage to the electrode following removal of the lead. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and visual analysis indicated that the lead was damaged at implant. The helix functions were within specification.